Event description:
It was reported that the ambicor penile prosthesis (app) was explanted due to erosion and fluid loss from the cylinder. A new 14mm x 20cm spectra penile prosthesis (spp) device was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.